Event description:
Healthcare professional (hcp) reports air noted in the venous line during end of patient (pt) treatment using a sps 550 device. The hcp reports the pt was found unresponsive when above was noted. The hcp stopped dialysis, administered oxygen and placed the pt on left side. After 20 minutes the pt was responsive to staff. Pt taken to emergency room by ambulance for observation and released four hours later. Hcp reports pt fully recovered and no permanent injury related to this incident.